Manufacturer narrative:
Concomitant products: product ID 7425, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot# j0315995v, implanted: (B)(6) 2003, product type lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Event description:
It was reported that three weeks to a month ago a manufacturing representative met with the patient and determined their implantable neurostimulator (ins) was at end of life (eol). The reporter stated the patient¿s stimulation and therapy had been normal leading up to just prior to the meeting with the manufacturing representative. The reporter further stated the patient did not currently feel stimulation when trying to program the ins even when turning the ins up to 9v. It was noted that before trying to see if the patient could feel stimulation with reprogramming they did an impedance test at 1.5 v, 210 us, and 30 hz and the patient ¿jumped off the table¿ because of the test. It was further noted the patient would have an ins replacement procedure. The reporter stated the ins depletion was normal. The reporter further stated that when impedances were checked three weeks ago all impedances were good. It was noted that when the manufacturing representative checked impedances the day of this report, all impedances were good except 0 and 3 were greater than 4,000 ohms. It was further noted the patient was currently programmed on 0-,1-, and 2+. The reporter stated they tried to reprogram on different parts of the lead, but they had no success getting the patient to feel stimulation. Additional information received reported the patient had an ins change out. The reporter stated that impedances pre and post change out were in the 2000-4000 ohm range. The reporter further stated the patient was seen two months ago with end of service (eos) and no therapy. It was noted that post operation stimulation was increased to 10.5v with no results. It was further noted the manufacturing representative did not know if saline was used in the pocket. The reporter stated the therapy impedance was 1762 with 0-, 1-, 2+ and 450 pulse width. The reporter further stated that stimulation was turned off and they would wait until tomorrow to try again. Additional information was requested, but was not available as of the date of this report. (B)(4).

Event description:
Additional information received reported thatthe patient was seen on (B)(6)-2014 for a post-op appointment. It was noted that the patient¿s stimulation was working and the patient did not try to turn on the device until the appointment. It was unknown what the problem was, but it resolved. It was noted that the patient was very happy. Additional information received reported that the manufacturing representative was able to activate the patient¿s stimulator at her post op appointment. It was noted that the patient was very happy with the stimulation she was getting. It was noted that the impedances were also measured and they were all in range.